Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, station application was not launching, it's stuck on a blue screen with the details of the station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, station application was not launching, it's stuck on a blue screen with the details of the station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was not launching. A technical support specialist found that application was not launching. Knowledge article was applied. After a reboot, the application was found to be running, but customer was sending a field service engineer for another case related to this station as it requires reimaging. Informed in the thread that we would proceed with this and close the case. The system functioned as intended after the technical support specialist verified the device.